Event description:
New information received notes that a new occurrence of back-up mode was taken. The issue was able to resolve on its own. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with device reset noted on the patient's implantable cardioverter defibrillator. Diagnostic intervention was taken. No adverse patient consequences were reported.